Manufacturer narrative:
Customer complaint of "the amount being set is incorrect" could not be duplicated. The unit was powered up on battery and the unit was observed to charge. A feed/flush set was connected and feeding was started at a rate of 400 ml/h and allowed to feed overnight. No issues were observed. A new feed/flush set was connected and rotor cycle timing and accuracy were checked. The readings were within specification. The unit was disassembled. No apparent issues were observed. The reported issue could not be confirmed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the amount being set is incorrect. There was no patient harm or medical intervention required.